Event description:
Information received by medtronic indicated that the insulin pump had crack on the battery compartment. Customer stated that insulin pump was neither been bumped nor dropped. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). S/w ver. Unknown. Retainer ring = black. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case on the battery tube side. Insulin pump was received with a critical pump error (open book image) alarm. Unable to perform displacement and self tests due to the critical pump error (open book image) alarm. Attempt to download using crest was successful; however, attempt to upload using thus was unsuccessful. The trace downloader program was unable to boot up, and an ob reappears. The force sensor zero offset measured out of spec = 504 mv. After visual inspection, there is severe corrosion all along the bottom of pcba1 including pcba1--j7, j6, j1, j2, terminals of both the force sensor and motor flex cables. There was rust at the bottom of the battery compartment, and there was so much corrosion underneath the internal battery connector, pcba1--j6, that it detached from the board. In summary, the critical pump error (open book image) alarm and the inability to upload is due to heavy corrosion on the force sensor flex cable and pcba1. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.